Event description:
It was reported that the patient presented in clinic on (B)(6) 2024 for follow-up. Upon review, the patient's implantable cardioverter defibrillator exhibited 4 episodes of post-paced t-wave oversensing that had occurred on the same date. The physician elected against programming changes. The patient did not experience any symptoms or adverse events as a result of the event.